Event description:
Customer reportedly, received result of 211 mg/dl on the inform system and 103 mg/dl on a lab draw within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.